Manufacturer narrative:
This part number, 710-100 is not distributed in the united states as the exported version has additional claims for the use of the alere reader, which is not cleared for use with this assay in the united states. As this customer received this test result with a visual read, this event is similar to product sold in the united states. The csf specimen was requested, but there was too small of an amount of cerebral spinal fluid retained that could be used to run another test or sent to alere for further investigation. Alere (B)(4). Completed a review of manufacturing records and quality control release testing was reviewed for device lot 905742 and there were no issues found and no notes regarding false positive results. All qc tests were valid and performed within specifications. The retain kit was tested with csf negative and positive controls. All tests were valid and performed as expected with no false positive results. Th re are no other csf false positive results reported for this lot. There are (B)(4) tests distributed for this kit lot. The complaint rate for csf false positive tests is (B)(4). Evidence available does not indicate that this device lot is performing outside of label claims.

Event description:
On (B)(6) 2017, the customer received a user-interpreted (i.e., visually read) false positive result with the binaxnow streptococcus pneumoniae antigen card. The customer ran the test using a cerebral spinal fluid (csf) sample. Following the positive result, treatment against streptococcus pneumoniae was given to the patient with no improvement in patient status. The customer stated that "the situation was very critical and the patient almost died." The customer ran further tests confirming absence of s. Pneumoniae and presence of pseudomonas aeruginosa. The customer stated the initial treatment provided for s. Pneumoniae was inefficient for treating p. Aeruginosa infection and thus was adjusted accordingly.